Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. The insulin pump has minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.

Event description:
It was reported that the customer had an unresponsive keypad on the insulin pump. Customer was using an energizer alkaline battery and after changing the battery, the buttons were still unresponsive. Customer had to discontinue pump use and is following his/her medical prescription for insulin shots until the replacement arrives. No additional information provided.